Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, , the patient reported that the infusion set cannula was bent, with 1 sets of infusion and symptoms patient faces within 3 hours of insertion. The infusion site used for insertion is abdomen. The infusion set is long for 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.